Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2015 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 15-jul-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implanted infusion pump. It was reported that a catheter revision was scheduled for (B)(6) 2025. The rep was not sure of the reason for the planned catheter revision. The rep asked about whether or not to replace the pump during the catheter revision when the pump end of service (eos) was in 2029. Technical services reviewed that this was a medical decision.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the catheter revision was completed as scheduled on (B)(6) 2026. The pump was underinfusing; the patient experienced "most likely withdrawal signs and symptoms". The doctor opted to replace the whole pump system; he replaced the catheter and pump. In regard to if the event resolved following the revision, the rep was confident with the new pump and catheter that the patient would do better and no reservoir discrepancies were expected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.